Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Hard base implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Hard base implantable port, groshong single-lumen, 8f are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly broken. It was further reported that a small hole in the catheter allegedly was found in the catheter after removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Hard base implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Hard base implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bardport MRI hard-base implantable port attached to a groshong catheter was returned for evaluation. Visual and functional evaluations were performed on the returned device. A compound break was noted on the attached catheter approximately 6.1cm from the distal end of the cath-lock. The edges of the compound break on the attached catheter were noted to be jagged. The surfaces were noted to be round and smooth in both regions. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. However, the investigation is unconfirmed for the reported catheter hole issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device). H11: e1, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement through the jugular approach, the catheter was allegedly broken. It was further reported that a small hole in the catheter was allegedly found after removal. Reportedly, the catheter was removed. There was no reported patient injury.